Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported actuation of cutter was weird during a cataract surgery. The condition of aspiration was unknown. The product was replaced and the surgery was completed. There was no patient harm. Additional information received from company representative indicating that the cutter had an actuation failure.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. A customer reported actuation failure. A 25+ga gauge probe manifold was returned and was visually inspected. Visual inspection confirmed the port on the tip was in an opened position. The black stripe line was occluded in the tubing insertion to the probe engine that prevented actuation. The position of the probe cutter stuck in the fully shut position would render the device inoperable and would inhibit aspiration in the shut position. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).